Event description:
The customer reported the unit's display was blank.

Manufacturer narrative:
The customer reported the units' display was blank. A philips rep evaluated the unit. The reported symptom was duplicated. Replacing the control pca and power pca resolved the reported issue. Based on the available info, we could not determine the cause since multiple pcas were replaced.